Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latch messages, which were reproduced. The messages were found to be caused by a loose link screw. The screw was adjusted during the evaluation with the door performing as expected. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unknown.